Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found the rx channel extended and torn. Functional evaluation found the device to be with in specification with respect to electrical functionality. The complaint that the autotome wire won't cut was unable to be confirmed since during functional inspections no failures were found. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used in the papilla during an endoscopic sphincterotomy (est) performed on (B)(6) 2014. According to the complainant, during procedure the autotome failed to cut smoothly while performing papillotomy. It was also noted that the guidewire lumen was torn. The cutting wire was not broken and no part detached inside the patient. The procedure was completed using another autotome rx 49. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used in the papilla during an endoscopic sphincterotomy (est) performed on (B)(6) 2014. According to the complainant, during procedure the autotome failed to cut smoothly while performing papillotomy. It was also noted that the guidewire lumen was torn. The cutting wire was not broken and no part detached inside the patient. The procedure was completed using another autotome rx 49. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.